Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "catheter is cut at the distal tip, discovered at insertion during the test dose. Clinical consequences: inefficient analgesia. Catheter removed and changed." The patient was reported as stable post the incident with no reported harm.

Manufacturer narrative:
(B)(4) the reported complaint of the "catheter is cut at the distal tip" was confirmed based on the evaluation of the sample received. The customer returned one catheter adapter and an epidural catheter multiport. Visual examination of the returned catheter revealed the catheter appears used as biological material can be seen between the inner coils. Microscopic examination of the catheter revealed the catheter is damaged at approximately 12.5cm (via a calibrated ruler) from the distal end. The extrusion appears to have a cut/hole. During the functional inspection, the returned epidural catheter was confirmed to leak from where the catheter was damaged at approximately 12.5cm from the distal end. All epidural catheters are 100% tested for leaks at the time of manufacturing. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The damage of the catheter was detected during use. Therefore, based on the time of discovery and the condition of the sample received, unintentional user error caused or contributed to this event.

Event description:
It was reported that: "catheter is cut at the distal tip, discovered at insertion during the test dose. Clinical consequences: inefficient analgesia. Catheter removed and changed." The patient was reported as stable post the incident with no reported harm.